Event description:
It was reported that the patient died due to hypertensive and atherosclerotic cardiovascular disease. It was unknown if the patient's implanted system contributed to their death. The patient's pacemaker, right atrial (ra) lead, and right ventricular (rv) lead were all successfully explanted.

Manufacturer narrative:
The reported event was patient death. Final analysis found that the device exhibited normal characteristics. No anomalies were detected.